Event description:
A report was received that a pt was experiencing charging difficulty. A bsn rep met with the pt and determined that the ipg may be prematurely depleting. An ipg replacement has been recommended.